Event description:
It was reported that patient's one lead had high impedances, and the other lead had migrated preventing the system from entering MRI mode. As a result, surgical intervention took place on (B)(6) 2024, wherein both the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.